Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use the cleo 90 infusion site fell off of the patient's body. The patient believes that the tubing was possibly pulled which caused the site to fall off. The patient reported that the blood glucose readings were at 403 mg/dl at the time of this event and that he did not test for ketones. The patient performed a manual injection to treat blood glucose and applied a new cleo 90 infusion site. No further adverse health outcomes were reported.